Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that four discordant, falsely elevated prothrombin time (pt) results, four discordant, falsely elevated prothrombin time international normalized ratio (inr) results, and two discordant, falsely low prothrombin time percent (pt%) results were obtained on a patient sample on a sysmex cs-5100 system using dade innovin reagent. The customer provided siemens with the system reaction kinetics. All reaction kinetics were correctly evaluated by the system software. Quality controls recovered within range at the time of the event. The cause of the discordant results is unknown, other than that it was single event based on the specific sample. A possible cause is sample contamination with heparin. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
Four discordant, falsely elevated prothrombin time (pt) results, four discordant, falsely elevated prothrombin time international normalized ratio (inr) results, and two discordant, falsely low prothrombin time percent (pt%) results were obtained on a patient sample on a sysmex cs-5100 system using dade innovin reagent. After obtaining these discordant results, the same sample was repeated for pt, inr, and pt% on the same system with thromborel s reagent. The pt and inr resulted lower and the pt% resulted higher. A new sample from the same patient was run twice for pt, inr, and pt% on an alternate sysmex cs-5100 system using dade innovin reagent. The pt and inr resulted lower than the results previously obtained using dade innovin reagent and the pt% resulted higher than the results previously obtained using dade innovin reagent. The sample was then repeated again for pt, inr, and pt% on the same alternate sysmex cs-5100 using thromborel s reagent. The pt and inr resulted lower than the results previously obtained using dade innovin reagent and the pt% resulted higher than the results previously obtained using dade innovin reagent. The last inr result obtained with dade innovin reagent was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prothrombin time (pt) results, the discordant, falsely elevated prothrombin time international normalized ratio (inr) results, or the discordant, falsely low prothrombin time percent (pt%) results.